Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, high capture threshold and high impedance were noted on the right ventricular lead. The lead was capped and replaced to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
Additional information: initial reporter.